Event description:
The complainant reported that a patient implanted with an impella cp developed hemolysis. The impella was noted to be shallow and was repositioned to resolve the issue. Additionally, the patient experienced arrhythmia. The patient was successfully weaned from the impella and survived.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation of hemolysis, positioning issues, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Hemolysis: clinical details report that the patient had red-tinged urine the afternoon of (B)(6) 2025. An echo was done and the pump was noted to be shallow with the inlet in the lvot. Pump position was corrected. Additionally, the patient was experiencing some bleeding from a different access site, so 1 unit of blood was administered. Data logs were reviewed and there were no definitive abnormalities noted. There was only 1 position in aorta alarm at the end of the case. This suggests it may have been during pump explant. There was only 1 brief suction alarm that resolved quickly on (B)(6) 2025. There were no abnormal motor current spikes. During the first 24 hours of support, the placement signal (ps) was variable and there was one instance of what appeared to be a drop in motor current (mc)/flows. However, the real time (rt) log showed a different picture: there was a clear increase in ps pulsatility and values that aligned with a drop in mc min values. However, values remained stable and the dropped mc min values were still well within the expected range for p-9. No suction alarms triggered. Although there was some variability noted in the ps and mc during the first 24 hours of support that resolved, data logs do not make it clear whether correcting pump position or administering volume for the bleeding event may have resolved the hemolysis. Product was not returned for investigation. Since insufficient clinical details were provided, data logs were inconclusive, and product was not returned for investigation, the root cause of the hemolysis could not be determined. Positioning issues: data logs were reviewed and there was only 1 position in aorta alarm at the end of the case. This suggests it may have been during pump explant and was unrelated to the reported issue. Product was not returned for investigation. The root cause of the positioning issue could not be determined due to insufficient clinical information and no product return. Vf/vt: the root cause of the reperfusion beats was unable to be determined due to insufficient clinical details. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30096. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-30096. H6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30096.